Event description:
It was reported that drain was placed in a patient on (B)(6) following heart surgery. On (B)(6), drain was pulled prior to patient being discharged home and separated in the patient resulting in surgical intervention to remove retained drain.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "tissue growth into channels". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the surgeon should irrigate the wound with sterile fluid, then suction the irrigating fluid and gross debris from the operative site. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the operating surgeon. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. Taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain displacement. Deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. Care must be exercised to avoid damage to the drain (see warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that drain was placed in a patient on (B)(6) following heart surgery. On (B)(6) drain was pulled prior to patient being discharged home and separated in the patient resulting in surgical intervention to remove retained drain.